Event description:
Drill bit broke inside of patient's knee. A plier was used to remove the drill bit tip. This was matched by the scrub nurse to the rest of the metal and seemed to be a matching fit.